Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 339 mg/dl at the time of the incident. The customer reported that the white cap that goes around the reservoir got broken and it leaks. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.